Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 377760, lot# n0036901, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: lead. Product ID: 377760, lot# n0036901, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The caller reported that the patient's device just stopped working after five years, in 2010. It was not known what was wrong with the implantable neurostimulator (ins) and why it was replaced, just that it stopped working after five years, and it was bad. The caller reported that the first implant provided coverage in the back and both legs that lasted five years. It was noted that the patient had trouble with back pain, always had back pain, and stated that in 2006 the pain started and the epidurals were started. Indication for use included chronic low back pain. The physician noted having no record of seeing the patient since 2011. Follow-up was performed to determine the symptoms, cause, and patient outcome of the reported event. This event will be updated if additional information is received.